Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322, which was not reproduced. System error 322 was confirmed during a review of the event history log. During evaluation, the link was found with loose screws which could prevent the link from properly contacting the link switches. The link screws were adjusted during the repair process. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter (B)(4) preventative maintenance testing of a spectrum pump, the device displayed a system error 322. There was no patient involvement.